Event description:
The caller reported that she placed the trach in her daughter about a month ago and that there is leaking around pilot balloon when she tries to inflate the cuff. The caller also stated that she usually leaves the trach in place for 3 months. The caller removed the current tube and recannulated the pt with a replacement tube.

Manufacturer narrative:
The lot number is unk therefore the date of manufacture can not be determined. Return of the reported tube for manufacturing to investigate was requested. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report. Note: the operator of the device stated that she usually leaves the tubes in her daughter for three months. In response, a covidien technical specialist reviewed info in the device dfu with the pt's mother. Note: the manufacture's directions for use regarding lpc low pressure cuffed tracheostomy tubes, states under caution: the shiley tracheostomy tube is classified as a disposable medical device. The manufacturer recommends that the tracheostomy tube usage not exceed twenty-nine (29) days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by the attending physician.